Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the medication leaked while drawing up medication using a bd ultra-fine¿ insulin syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Device history record review ¿ a review of the device history record was completed for batch# 7331511. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there were two (2) batches of material# 700007543 (syringe 1.0ml asm 31g 8mm tw sm700177 sc) that went into the finished batch# 7331511. Batch# 7331511 date(s) of manufacture: 08jan2018 to 11jan2018 batch# 7331505 date(s) of manufacture: 07jan2018 to 09jan2018 there were four (4) notifications [200727208, 200727287, 200727298, 200727059] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7331511. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.